Event description:
It was reported that device interrogation was difficult. The measured battery data was 2.51 v, 18 ua, 9 kohms. The device was programmed to 90 ppm to perform a capture test and the patient collapsed. The rate was programmed back to its original rate and the patient eventually came around. When the device finally interrogated, the measured battery voltage was 1.41 v. A third measurement was 2.51 v.